Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the data provided. The sample was not recentrifuged prior to being repeated and the calibration and qc results from the day of this event were acceptable. This issue was an isolated event as it affected only one patient sample and the customer continues to run controls and patient samples without further concern. A potential product issue has not been identified. Contributing factors such as sample integrity/preanalytical conditions cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total hcg (thcg) patient result was obtained on an atellica im 1600 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 instrument, repeated again on the original instrument, and repeated again on a second alternate atellica im 1600 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg (thcg) patient result.